Manufacturer narrative:
Documentation from the event is currently under review.

Event description:
Customer reported that panorama central station' in use with panorama telepack did not alarm for asystole. No pt injury was reported.